Manufacturer narrative:
The report received from the affiliate states that the palmaz blue stent came off the balloon pre-inflation and embolized into the internal iliac artery. The patient is a (B)(6) female, the target lesion location was a transplant kidney vessel attached to the iliac artery (usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling). During advancement of the sds the stent dislodged from the balloon and embolized into the internal iliac artery. The physician attempted to retrieve the stent but was unsuccessful. The product was properly inspected and prepped and no anomalies were noted. There was no positive or negative pressure applied to the stent delivery system (sds) during prep. There was no mishandling of the product. A cordis avanti sheath was used in the procedure. The lesion was not pre-dilated. There was no resistance felt while advancing the device through the sheath. A guide catheter was not used in the procedure. The lesion was left untreated. There was no reported injury to the patient. One non sterile catheter blue/slalom 6.0mm x12.0 cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the balloon. The balloon was inflated and deflated. Stent marks were observed in the balloon. The stent was not returned. No other anomalies were observed in the returned device. Stent marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged in patient failure was not confirmed since stent was not received for evaluation. However the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate states that the palmaz blue .018 stent came off the balloon pre-inflation. The stent embolized into the internal iliac artery. The patient is a (B)(6) female. The target lesion location was a transplant kidney vessel attached to the iliac artery. During advancement of the sds the stent came off the balloon and embolized into the internal iliac artery. The physician attempted to retrieve the device but was unsuccessful. The product was properly inspected and prepped and no anomalies were noted. There was no positive or negative pressure applied to the stent delivery system (sds) during prep. There was no mishandling of the product. A cordis avanti sheath was used in the procedure. The lesion was not pre-dilated. There was no resistance felt while advancing the device through the sheath. A guidecatheter was not used in the procedure. The lesion was left untreated. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.